Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had an error when attempting to interrogate. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon device interrogation, the programmer displayed an error. A power cycle did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.